Event description:
The device was used during an unspecified procedure on the colon. Reportedly, the staples did not form properly and there was bowel leakage. The surgeon applied another device to correct the condition and complete the procedure. The hosp has reported no pt injury occurred.